Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. The commander delivery system was not returned to edwards lifesciences for evaluation. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Relevant imagery was provided for review. Post procedure photographs of the device indicated the balloon appeared to be burst radially and longitudinally with a stretched guidewire shaft. The burst appeared to originate from the proximal taper region of the inflation balloon. The 3mensio report indicated calcification in the stj along with two apparent coronary stents. Lot history review revealed no additional complaints. Complaint history review from (B)(6) 2018 to (B)(6) 2019 for the edwards commander delivery system (all models and sizes) revealed additional returned complaints. The complaints were confirmed, but no manufacturing non-conformances were identified. Available information suggested patient and/or procedural factors contributed to the complaints. The review of complaint data found that the complaint rate did not exceed the (B)(6) 2019 control limit for the appropriate trend category. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and as documented in a clinical technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. The IFU and training manuals have been reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint was confirmed based on provided imagery. Review of the DHR, lot history, complaint history and manufacturing mitigations provided no indication that manufacturing nonconformance was a contributing factor. A review of IFU/training materials revealed no deficiencies. Review of provided imagery noted presence of calcification and a coronary stent in the stj. It is possible that during deployment, the proximal end of the balloon interacted with the calcification or the coronary stent, leading to the burst on the proximal side of the inflation balloon. While the balloon is sufficiently designed and tested for the rated burst pressure well above their inflation pressure, calcified nodules or interaction with existing coronary artery stent can compromise the structure of balloon wall, even in at low implantation pressures, through mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. However, without additional procedural imagery, the source of the rupture is unknown. Although a definite root cause was not able to be determined, available information suggested patient factors (stj calcification, pre-existing coronary artery stent) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported during a transfemoral tavr procedure, no issues were reported with the advancement and positioning of a 26mm sapien 3 valve. During valve deployment, when the valve was near full inflation, the delivery system balloon ruptured. The valve was deployed where intended and stable. The delivery system was pulled back into the esheath and withdrawn without issue. No injury to the patient was reported. It was reported that the patient had a left coronary artery (lca) ostial stent. At the time of the report, the patient was in stable condition. Per the 3mensio report, the native annulus diameter measured 22.2mm x 28.4mm by CT with a valve area of 508.9mm2. The delivery system has been retained by the site and will not be returned for evaluation. The valve remains implanted in the patient. It was speculated that the delivery system balloon may have contacted the coronary artery stent during inflation, causing the rupture.